Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that as the surgeon was utlizing a flexible reamer, the reamer head disconnected from the shaft and became wedged in the patient's ulnar canal. There was a 20 minute surgical delay as the surgeon attempted to extract the reamer head from the patient. The piece was dislodged by using the humeral starter awl as a tamp. The procedure was completed using another device. No patient impact was reported.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. The reamer was returned for evaluation. Dimensions taken are within specifications. Item# 2 is detached from item# 3. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.